Manufacturer narrative:
There is a temporal relationship between ccpd treatment with the liberty select cycler on (B)(6) 2018 with 3 reported instances of ¿m65¿scale reading error¿ and the pt¿s reported symptoms of abdominal pain, abdominal distention, scrotal pain and scrotal swelling which required hospitalization. However, there is no documentation that supports a causal relationship. During the pt¿s hospitalization, it was discovered the pt. Had a hematoma most likely related to surgical complications from pd catheter (not a fresenius product) repositioning on (B)(6) 2018 (3 days prior to event). The device was not returned to the manufacturing plant for investigation. A serial number search in the ptc complaint system found two previous allegations with the issue of scale reading error warning within 90 days of the notified date. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2018, this peritoneal dialysis patient (pt.) With end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) therapy underwent surgery for pd catheter (not a fresenius product) repositioning. After pd catheter repositioning, the pt. Was reportedly experiencing pain (unknown location) without reported medical intervention. Subsequently, (B)(6) 2018 the pt. Awoke from ccpd treatment with a distended abdomen and sharp right lower abdominal pain, and scrotal swelling and pain. Subsequently, the pt¿s wife made a service call (during drain 2 out of 4) requesting assistance cancelling the ccpd treatment to take the pt. To the hospital. At the time of the call the pt¿s wife reported the pt. Received a ¿scale reading 3 times during the ccpd treatment (reportedly once in his dwell and then in his drain). The pt. Was assisted to cancel ccpd treatment. It was recorded the pt. Had drained 1425 milliliters (ml) of an expected 2001 ml when the pt¿s treatment was cancelled. Moreover, it was reported the pt. Was experiencing drain issues while lying down but while sitting up drain issues did not occur. Later, on (B)(6) 2018, the pt. Was admitted to the hospital. During hospitalization, the pt. Underwent a computerized tomography (CT) scan which revealed the presence of a hematoma (status-post (s/p) repositioning of the pd catheter (not a fresenius product). Surgical service was consulted, and the pt. Did not require medical intervention for the possible hematoma. However, the pt. Warranted placement of hemodialysis (hd) central venous catheter (cvc) and transition to temporary hd for approximately 2 weeks to let the peritoneum rest. The pt¿s 2-page hospital discharge summary (received on (B)(6) 2018) recorded the pt. Experienced post-surgical (pd catheter repositioning) complications.